Manufacturer narrative:
Omsc evaluated the subject ltf-vh and found the followings. The reported phenomenon was not duplicated. Omsc checked the device history record of the subject ltf-vh and confirmed that there was no irregularity found. Omsc disassembled the subject ltf-vh and confirmed that the electronic substrate inside the video connector has been deteriorated. The exact cause of this reported event could not be conclusively determined, however there is possibility that this phenomenon is attributed to the followings. Deterioration of the electronic substrate inside the video connector. Electrical stress such as static electricity. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject ltf-vh was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject ltf-vh to identify the root cause of this failure phenomenon upon receive of it. The exact cause of the reported event could not be conclusively determined at this time. The ltf-vh instruction manual states the method of withdrawal of the endoscope when the endoscopic image has problem. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure with the ltf-vh, the endoscopic image was distorted. The user replaced the subject ltf-vh to another unspecified device and completed the procedure. There was no report of the patient's injury regarding this event.